Manufacturer narrative:
The root cause of the instrument issue could not be determined and proper instrument performance was verified by the fse. ((B)(4).

Event description:
Customer called to report erroneously elevated accutni results within the risk stratification range of the assay for one patient sample on the unicel dxc 600i synchron access clinical system. The original result was flagged within the laboratory, and was not reported out of the laboratory. The sample was repeated, the result of which was lower and within the normal range of the assay. There were no reports of death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument on (B)(4) 2012 and verified instrument hardware performance without performing any repairs or maintenance while onsite. The fse performed a passing high sensitivity system check within instrument specifications to verify hardware before turning the instrument back to customer to perform qc (quality control). Customer did not report any sample integrity concerns in connection to this event. Therefore, the cause of this event is unknown and could not be determined from the supplied information.